Event description:
It was reported that a catheter blockage was confirmed by a dye study. A revision was performed. The entire catheter was replaced. It was unknown was drug the device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10mg/ml at 7.493mg/day, bupivacaine 10mg/ml at 7.493mg/day, and clonidine 200mcg/ml at 149.86mcg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The manufacturing representative later reported ¿medication in pump: morphine 10mg/ml- 7.5 mg/d; bupivacaine 10 mg/ml- 7.5 ml/d; clonidine 200 mcg/ml- 150 mcg/d.¿ follow up was conducted regarding the cause of the catheter blockage. If additional information becomes available, the event will be updated.

Event description:
Additional information received reported that the cause of the event was a suspected catheter kink. The dye study, which was already reported, was done on (B)(6) 2012 and showed no leak but revealed a possible kink. The entire catheter was replaced on (B)(6) 2012. The patient experienced intermittent withdrawal with symptoms of nausea, vomiting and diaphoresis. The patient recovered without sequelae. The medications in the pump were morphine, bupivacaine and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709 lot# j0058131r serial# implanted: 2001-(B)(6) explanted: product typ catheter. (B)(4).

Manufacturer narrative:
Product ID 8709, lot# j0058131r, explanted: 2012 (B)(6), product type catheter. (B)(4).